Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01195. It was reported the patient experienced lead migration and ineffective stimulation from his scs system subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which the leads were explanted and replaced. The patient reported effective therapy following the procedure.